Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery side. No harm requiring medical intervention was reported. The insulin pump returned for analysis.

Manufacturer narrative:
(B)(4). Software version 5.2a. Retainer ring= black. Customer returned insulin pump due to alleged low bgs & cosmetic damage on battery compartment on (B)(6) 2022. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. P-cap was attached and locked into place properly. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on electronic assembly. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked case (battery tube). Cosmetic damage was confirmed at battery compartment. Unable to confirm low bg anomaly during testing. Moisture damage was found and located on pcba 1. Additional cosmetic damage was noted on unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.